Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced loss of automated insulin dosing on the ilet when a new dexcom g7 failed to pair to the ilet, resulting in the system entering bg run mode and suspending dosing until cgm readings later appeared and the issue resolved; the user manually entered glucose values and administered 4 units of fast-acting insulin, with a reported peak glucose of 454 mg/dl over about 12 hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and negative ketone testing. Investigation included troubleshooting and education regarding cgm pairing to the ilet and confirmation of no alerts or alarms on the pump. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet leading to suspended automated dosing until cgm data transmission resumed, consistent with expected device behavior in bg run mode when cgm data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity issue during cgm pairing leading to temporary loss of cgm data to the pump.